Manufacturer narrative:
H.10: the affected device has been requested back to livanova deutschland for a detailed investigation. An error code has been displayed. This error does not allow the clamp to be controlled anymore. Traces of dried fluid have been detected inside the clamp. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp/620mm. The incident occurred in (B)(6). Livanova (B)(4) initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp/620mm function buttons disappeared from the centrifugal pump 5 (cp5) control panel during procedure. After that, an error message was displayed. The user turned off and on the power and the issue was solved. The procedure could be completed without further issues. There was no report of patient injury.